Manufacturer narrative:
The customer¿s test strips and meter were requested for return. The customer's test strips were no longer available for return as the vial of test strips have been used up. The customer returned the meter for an investigation. The customer's meter was tested with retention test strips and retention controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 47, 48, 49 mg/dl, level 2: 314, 315, 319 mg/dl. All returned results were within an acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4) 2 compared to a different accu-chek inform ii meter. The customer confirmed qc was run prior to patient testing with acceptable results. At 11:00 a.m., the patient's glucose result was 400 mg/dl. The staff did not believe this result as it was too high. Within 15 minutes, the customer performed another glucose test with a different accu-chek inform ii meter. The patient's glucose result was 100 mg/dl. The customer determined the glucose result of 100 mg/dl was accurate and within the patient's normal range. During meting testing, the customer could not confirm if the same fingerstick was used.